Event description:
The event is reported as: complaint alleges that units would not pass leak test. No patient injury reported.

Manufacturer narrative:
The DHR review revealed and no issues or discrepancies were found which could potentially relate to this complaint. Based on similar complaints a product was completed to use glue in joints of the conventional and heated wire circuits in order to reduce the occurrence of customer complaints pertaining to leakage from the circuit connection joints: the use of glue will provide a better seal. Due to lack of sample the complaint cannot be confirmed. Root cause unknown. If sample should be returned, a follow-up investigation report will be sent.